Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 335 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was not hospitalized. The customer did experience low blood glucose which was treated by paramedics. The customer had stopped using the insulin pump after the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional tests could not be performed due to the motor error alarms. The insulin pump was also received with a cracked case at the display window corners, a cracked display window, cracked reservoir tube and tube window, cracked battery tube threads, cracked belt clip slot and minor scratches on the display window.